Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding"), seizure ("neurological conditions; seizures") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included multi gravida, parity (B)(6), cigarette smoker and kidney stone. Previously administered products included for an unreported indication: depo provera. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("sever abdominal pain"), headache ("headaches"), fatigue ("fatigue"), anxiety ("psychological or psychiatric problems; anxious"), depression ("or psychiatric problems; depressed"), abdominal pain upper ("severe stomach pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia ("inabality" to have sexual intercourse)"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), mood swings ("hormonal changes: mood swings"), migraine ("migraines"), nausea ("nausea"), seizure (seriousness criterion medically significant), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and uterine haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysteroscopy d+c). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, abdominal pain, headache, fatigue, anxiety, depression, abdominal pain upper, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, alopecia, mood swings, migraine, nausea, seizure, pelvic pain, vaginal discharge, weight increased and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, seizure, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: these symptoms continued. Over the next several weeks and months, she sought treatment on multiple occasions for symptoms of a severe stomach pain, headaches, and fatigue, among other symptoms; is likely that she will need to undergo surgical intervention as a result of her essure implants. Because of the requirement to undergo removal of the essure devices, will be left with serious injuries. There are 9 coils left in the endometrial cavity. The second is inserted on the right side. It is seated. It is released. There are 6 coils left in the endometrial cavity. Most recent follow-up information incorporated above includes: on 6-dec-2018: reporter and patient demographic details were added. Medical history, historical drug and laboratory data were added. On (B)(6) 2011, she implanted essure (previously reported as (B)(6) 2011) and updated suspect drug indication. Added events abnormal bleeding (vaginal, menorrhagia), apareunia, bladder or urinary problems or changes, dysmenorrhea, dyspareunia, hair loss, hormonal changes: mood swings, migraines, nausea, neurological conditions; seizures, pain, vaginal discharge, weight gain, stomach pain. Updated events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)'). In a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "essure confirmation test(s) conducted, specify: no". The patient's medical history included: multi gravida, parity 3, cigarette smoker and kidney stone. Previously administered products included, for an unreported indication: depo provera. Concomitant products included: medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012 for birth control. As well as ethinylestradiol; ferrous fumarate; norethisterone acetate (loestrin fe) from 2012 to 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced fatigue ("fatigue"), anxiety ("psychological or psychiatric problems; anxious"), depression ("or psychiatric problems; depressed"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), alopecia ("hair loss"), mood swings ("hormonal changes: mood swings") and migraine ("migraines"). And was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced seizure ("neurological conditions; seizures"), 4 years after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), abdominal pain ("sever abdominal pain"), headache ("headaches"), abdominal pain upper ("severe stomach pain") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (ablation- (B)(6) 2011 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, mood swings and seizure had resolved. And the genital haemorrhage, abdominal pain, headache, fatigue, anxiety, depression, abdominal pain upper, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, alopecia, migraine, nausea, vaginal discharge, weight increased and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, seizure, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: these symptoms continued over the next several weeks and months. She sought treatment on multiple occasions for symptoms of a severe stomach pain, headaches, and fatigue, among other symptoms. Is likely that she will need to undergo surgical intervention as a result of her essure implants, because of the requirement to undergo removal of the essure devices will be left with serious injuries. There are 9 coils left in the endometrial cavity. The second is inserted on the right side. It is seated. It is released. There are 6 coils left in the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure tubal perforation'), pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included multi gravida, parity 3, cigarette smoker and kidney stone. Previously administered products included for an unreported indication: depo provera. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012 for birth control as well as ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from 2012 to 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes") and nausea ("nausea"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), anxiety ("anxious"), depression ("depressed"), mood swings ("mood swings"), alopecia ("hair loss") and migraine ("migraines") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced seizure ("neurological conditions; seizures"), 4 years after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("sever abdominal pain"), genital haemorrhage ("abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), headache ("headaches") and abdominal pain upper ("severe stomach pain"). The patient was treated with surgery (ablation on (B)(6) 2011 (failed), hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy and removal of essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, abdominal pain, genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, vaginal discharge, headache, female sexual dysfunction, fatigue, abdominal pain upper, anxiety, depression, bladder disorder, urinary tract disorder, alopecia, migraine, nausea and weight increased outcome was unknown and the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, mood swings and seizure had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, seizure, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: these symptoms continued. Over the next several weeks and months, she sought treatment on multiple occasions for symptoms of a severe stomach pain, headaches, and fatigue, among other symptoms. It is likely that she will need to undergo surgical intervention as a result of her essure implants. Because of the requirement to undergo removal of the essure devices will be left with serious injuries. There are 9 coils left in the endometrial cavity. The second is inserted on the right side. It is seated. It is released. There are 6 coils left in the endometrial cavity. Essure removal procedure performed: da vinci robotic laparoscopic hysterectomy with bilateral salpingectomy and removal of essure devices, no complications. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain dysmenorrhea , menorrhagia, abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2020: medical record received event "right essure tubal perforation" was added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included multi gravida, parity 3, cigarette smoker and kidney stone. Previously administered products included for an unreported indication: depo provera. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012 for birth control as well as ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from 2012 to 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced fatigue ("fatigue"), anxiety ("psychological or psychiatric problems; anxious"), depression ("or psychiatric problems;depressed"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), alopecia ("hair loss"), mood swings ("hormonal changes: mood swings") and migraine ("migraines") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced seizure ("neurological conditions; seizures"), 4 years after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), abdominal pain ("sever abdominal pain"), headache ("headaches"), abdominal pain upper ("severe stomach pain") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, mood swings and seizure had resolved and the genital haemorrhage, abdominal pain, headache, fatigue, anxiety, depression, abdominal pain upper, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, alopecia, migraine, nausea, vaginal discharge, weight increased and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, seizure, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: these symptoms continued. Over the next several weeks and months, she sought treatment on multiple occasions for symptoms of a severe stomach pain, headaches, and fatigue, among other symptoms. Is likely that she will need to undergo surgical intervention as a result of her essure implants. Because of the requirement to undergo removal of the essure devices will be left with serious injuries. There are 9 coils left in the endometrial cavity. The second is inserted on the right side. It is seated. It is released. There are 6 coils left in the endometrial cavity. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs received: event outcome were updated. Concomitant drugs, event onset date, essure removal date and surgery were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.